Manufacturer narrative:
The field service engineer determined the gear pump pressure was too low and adjusted it. All probe positions were checked. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer noted the issue occurs when there are few tests left in the reagent pack. The reagent probes were adjusted and there have been no further issues.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 calcium gen.2 on a cobas 6000 c (501) module. The first sample initially resulted in a calcium value of 1.6 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 9.6 mg/dl. The second sample initially resulted in a calcium value of 1.8 mg/dl, which repeated as 8.9 mg/dl. No incorrect results were reported outside of the laboratory for this sample. After measurement of the first two sample, the field service engineer cleaned and adjusted probes and syringe controls. The gear pump was adjusted. Precision studies were performed. The issue reoccurred with the third sample after these service actions. The third sample initially resulted in a calcium value of 1.7 mg/dl on (B)(6) 2021, which repeated as 9.3 mg/dl. No incorrect results were reported outside of the laboratory for this sample. The calcium reagent lot number was 546299. The reagent expiration date was requested, but not provided.